Event description:
During disection it was noted by the surgeon that there was a broken connector currently implanted in the patient's lumbar spine. The connector was broken prior to the surgery. The broken connector was explanted, removed from the field and given to sales rep for further assessment.